Manufacturer narrative:
(B)(4). (B)(4) for the reported event of needle blocked/occluded. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the needle of the interject was blocked/occluded. The procedure was completed with a second interject needle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.